Event description:
This unsolicited case from united states was received on 17-aug-2015 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and developed swelling in his knee/knee was swollen all the way down to his ankle and foot/ was swollen on both sides of his knee, foot swelling, right knee was very painful, right knee was stiff, cannot walk and knee was drained. Patient's medical history included back surgery 5 months ago. No past drugs, concomitant medications and concurrent conditions were reported. Patient received synvisc one injection in 2014, but there was no record of it. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in right knee for osteoarthritis. On an unspecified date in (B)(6) 2015, after unknown latency, patient had some swelling in his knee, but when he woke up the next morning, knee was swollen all the way down to his ankle and foot. It was reported that it was swollen on both sides of patient's knee and it was very painful and stiff and the patient could not walk and had to use a walker. Patient was very upset and was usually very active and could not keep up with his wife. Patient's foot swelling had gone down, but not his knee. Patient had his knee drained and was given a cortisone injection. It was further reported that patient had been going to physiotherapist (pt) who was massaging the nerve and he felt was affected by the injection. Corrective treatment: knee drained for knee effusion, walker for cannot walk and cortisone and massage for rest of the events. Outcome: recovering for foot swelling, not recovered for swelling in his knee/knee was swollen all the way down to his ankle and foot/ was swollen on both sides of his knee and unknown for rest of the events. A pharmaceutical technical complaint was initiated with results pending for the same. Seriousness criteria: required intervention for "swelling in his knee/knee was swollen all the way down to his ankle and foot/ was swollen on both sides of his knee", foot swelling, right knee was very painful and right knee was stiff pharmacovigilance comment: sanofi company comment dated 19-aug-2015: this case concerns a (B)(6) male patient who developed foot swelling after administration of synvisc one for osteoarthritis. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of information regarding relevant medical history, family history, concurrent illness, concomitant medications and event details will preclude further assessment of this case.

Event description:
This unsolicited case from united states was received on 17-aug-2015 from a patient. This case involves a (B)(6) male patient who received treatment with synvisc one and developed swelling in his knee/knee was swollen all the way down to his ankle and foot/ was swollen on both sides of his knee, foot swelling, right knee was very painful, right knee was stiff, cannot walk and knee was drained. Patient's medical history included back surgery 5 months ago. No past drugs, concomitant medications and concurrent conditions were reported. Patient received synvisc one injection in 2014, but there was no record of it. On an unknown date in (B)(6) 2015, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (batch/lot number and expiration date: not provided) in right knee for osteoarthritis. On an unspecified date in (B)(6) 2015, after unknown latency, patient had some swelling in his knee, but when he woke up the next morning, knee was swollen all the way down to his ankle and foot. It was reported that it was swollen on both sides of patient's knee and it was very painful and stiff and the patient could not walk and had to use a walker. Patient was very upset and was usually very active and could not keep up with his wife. Patient's foot swelling had gone down, but not his knee. Patient had his knee drained and was given a cortisone injection. It was further reported that patient had been going to physiotherapist (pt) who was massaging the nerve and he felt was affected by the injection. Corrective treatment: knee drained for knee effusion, walker for cannot walk and cortisone and massage for rest of the events. Outcome: recovering for foot swelling, not recovered for swelling in his knee/knee was swollen all the way down to his ankle and foot/ was swollen on both sides of his knee and unknown for rest of the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme bio surgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for "swelling in his knee/knee was swollen all the way down to his ankle and foot/ was swollen on both sides of his knee", foot swelling, right knee was very painful and right knee was stiff. Additional information was received on 24-aug-2015. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-aug-2015: based on the follow up information the overall case assessment remains unchanged. Sanofi company comment dated 19-aug-2015: this case concerns a (B)(6) male patient who developed foot swelling after administration of synvisc one for osteoarthritis. Evaluating the product and event onset dates, the plausible temporal relationship between the product and event cannot be denied. However, lack of information regarding relevant medical history, family history, concurrent illness, concomitant medications and event details will preclude further assessment of this case.